Event description:
It was reported the patient entered ER (emergency room) complaining of increased pain in addition to the return of a twisting or knotting feeling that the patient had experienced in their legs prior to implant stemming from the patient¿s parkinsons disease. An MRI was conducted and a motor stall recovery was observed upon reading pump logs following the patient¿s procedure the next morning. The hcp was notified and was determining if more tests were to be conducted or if a dose increase might be necessary. The patient was hospitalized. Per the reporter they were not sure if a catheter issue at this point in time. Diagnostics will be performed in the future. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver morphine additional information later reported the patient experienced increased pain. The pump was stalled for less than 2 hours. There were was not more than one motor stall noted in the event logs. The cause of the motor stall was an MRI. On (B)(6) 2014, pump dye study was done, no problems. Per the hcp the catheter was functioning well, that combined with interrogation of the pump showed it to be functioning well. The morphine pump for which the patient was receiving 1.132 mg of morphine a day is functioning adequately. The hcp they would adjust the pump for further pain reduction. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).